Manufacturer narrative:
No conclusion can be drawn as he repair info was not reported.

Event description:
The customer reported that the system intermittently would not boot up. This would result in an intermittent, recoverable loss of imaging functionality, which could result in procedural delays. There is no report of injury or death associated with this event.